Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value 416 mg/dl. Customers other blood glucose value was 230mg/dl. The customer was treated with insulin injection. Customer declined to troubleshoot for high blood glucose value. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at the time of event.